Event description:
It was reported that the needle broke off from the rest of the depth gauge. The surgeon was able to use a backup instrument to complete the surgery. The inter-lock screwdriver track is torqued to the left and the sled does not fit anymore. Both instruments were discovered damaged by the sales consultants when examining the customer sets. There was no impact or delay to the surgeries or patients. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown the complaint condition is confirmed because the needle on the depth gauge is broken off and the main body of the screwdriver tip was received damaged. The complaint condition was determined to not be the result of a design deficiency and most likely to be a result of the method of use/handling. It was found that the designs are sufficient for their intended use, the complaint conditions are determined to not be the result of a design deficiency, and the risk assessments adequately address the complaint conditions. The returned condition of the depth gauge is consistent with the result from being subjected to a high force that would not be expected during normal use. The returned condition of the screwdriver is consistent with the expected damage from not having both tips of the screwdriver fully seated and/or use in final tightening. Thus, although the root cause cannot be definitively determined without additional information regarding the user technique and the condition at the time of the damage, the most probable cause of the complaint condition is the method of use and/or handling. There were no findings in the service and repair evaluation and history review that would contribute to the compliant conditions device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: service history review: lot #4188593 no service history review can be performed as this is a lot controlled item. Mrr (B)(4) refers to the device is not to specifications. This mrr is unrelated to the reported issue. The manufacture date of this item is 30-oct-2000. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The customer reported the needle broke off. The repair technician reported damaged component as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 2-apr-2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.